Manufacturer narrative:
Integra has completed their internal investigation on 23feb2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for this product ID serial# (B)(4) manufactured on 11/1/2012 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. This device was last serviced on 4/8/2015. No manufacturing or design related trend has been identified. Conclusion: in summary: could not confirm the reason for return as the head assembly was calibrated correctly on the cap and bushing side. The deep grooves from heavy use has left the blade uneven along the leading edge which could cause a bad graft. Hand piece passed function test but internal assemblies were corroded and damaged. Recommend review of cleaning and sterilization process, pm repair replacing all assemblies with corrosion, calibrate the head assembly. Eccentric screws will be replaced.

Manufacturer narrative:
Additional information received: the patient underwent a wide excision melanoma of the scalp with stsg (split thickness skin graft) to scalp ¿ procedure on (B)(6) 2016. It took multiple pieces to get enough to cover the site. The graft did not come out in one full piece. It was very ragged. The surgeon used those pieces to cover the defect (additional grafts were not procured). The surgeon stated the patient is doing fine and all of the stsgf pieces took on the recipient site.

Event description:
It was reported the device shredded donor tissue in multiple pieces. One piece was large enough to use on the graft site. A very jagged graft was procured. It was later reported that no additional grafts were procured to complete this procedure. The one large piece that was used is all that was procured. As of now, there is no report of additional patient related issues. The concern is that the device procured a very jagged, disfigured, unattractive graft. It was reported no patient injury is alleged.